Manufacturer narrative:
This supplemental report is being submitted as the device was returned to olympus for evaluation. The evaluation found that the hub was broken and the active cord had been cut off. No functional testing could be performed due to the condition of the as received device. The shaft and jaws rotated as designed but the jaws were not able to be opened due to the broken hub. The device was inspected using a microscope and revealed that the hub was fractured at the narrow part of the hub and under the heat shrink. Visual inspection found that the device had no missing parts. Further inspection found the cut blade and cut spring was intact and secure. It was also noted that the device was returned with no packaging; therefore, the lot # could not be confirmed. It is most likely that the reported phenomenon could be caused by excessive or twisting force being applied to the jaws of the device during use or improper handling while cleaning the device could also result in a broken hub. The user manual warns users: "do not use the instrument jaws to grip hard objects, including bone. Damage to the contacted object or instrument tip may occur. Unnecessary force should not be applied to the instrument jaws. It also states to check the device and cord regularly for damage."

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of damage is most likely related to improper handling during the procedure when cleaning the device. The instruction manual warns users: "do not use abrasive pads or sharp instruments to remove char from the electrodes. If a reduction in tissue cutting or ablation rate occurs, or if recurrent regrasp warnings are displayed on the generator, the instrument will not be functioning optimally. If tissue has dried on the electrode between applications or if a tissue buildup has occurred on the electrode during use, wipe with a swab that has been dampened with sterile water or saline. Use of the smaller end of the sterile brush is recommended for cleaning. The brush should be placed perpendicular to the jaws during cleaning. Care should be taken not to apply unnecessary pressure to the jaws. During the procedure, check the device and cord regularly for damage." If additional information becomes available at a later time, this report will be supplemented accordingly. Cross reference with MFR report#: 2951238-2015-00412 and 2951238-2015-00413.

Event description:
Olympus was informed that during an ectopic pregnancy procedure, the tip of three different forceps broke off when charred tissue was being wiped off the tip while in the sterile field. There was minimal delay noted in the procedure to replace each device. However, no device fragments fell into the patient. There was minor bleeding observed, but the bleeding was controlled. The intended procedure was completed with a non-olympus device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results. This is three of three reports.